Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1480, awareness date 20-oct-2015) which refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information received on (B)(6) 2015. The reporter stated a beloved person had to have the essure device removed this year due to serious life threatening complications. Product technical complaint (ptc) investigation result received on 07-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report was received from a female consumer who had to have the essure (fallopian tube occlusion insert) device removed due to serious life threatening complications. Essure removal is a listed event according to the device's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's complications were not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued (case from health authority website monitoring).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs